Event description:
Customer reported via phone, he was going through the prime rewind and the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 133 mg/dl. Customer stated the device was not dropped, bumped, or damaged before the alarm occurring. The drive support cap was reported normal and customer didn't recall pressing it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.